Event description:
The hearing performance with the device is affected. Re-implantation is considered.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode as might be caused by an external mechanical impact appears likely. However to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation was carried out but the concerned device has not been returned for investigational purposes yet.

Event description:
The hearing performance with the device is affected. The user was re-implanted.

Event description:
The hearing performance with the device is affected. Re-implantation is considered.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode as might be caused by an external mechanical impact appears likely. However to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation is considered but no date has been scheduled yet.

Manufacturer narrative:
Conclusion: according to the currently available information, damage to the active electrode as might be caused by the reported external mechanical impact appears likely. However, during investigation the exact location of damage could not be determined due to the device's received condition. Other mechanical damages found are attributable to the removal surgery. This is a final report.

Event description:
The hearing performance with the device was affected. The user was re-implanted.